Manufacturer narrative:
The calibration and qc results were acceptable. The customer changed the sample probe and the ise pinch tubing. Calibrations and qc passed after these maintenance actions. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. The original results were sodium 148 mmol/l, potassium 4.27 mmol/l, and chloride 63.2 mmol/l with a data flag. The repeat results were sodium 121.1 mmol/l, potassium 3.61 mmol/l, and chloride 77.3 mmol/l with a data flag. The second repeat results were sodium 120.8 mmol/l and chloride 77.5 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.